Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was not detecting the lock/latch. Found during testing. No further information provided.

Manufacturer narrative:
Updated b6, b7. Updated h7. One device was returned for analysis. Visual inspection found a battery compartment being melted. Review of the event history log (ehl) showed event log is short due to pumps coin cell battery dying in the past. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was unknown. The service history review had no indication that the complaint was related to a service of the device within the review period.